Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The pump was received with a cracked reservoir tube lip and a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during the prime/fill process. Customer's blood glucose was 11.9 mmol/l. The pump was not dropped, bumped, or exposed to a MRI. The customer does not use the sensor and the pump can be rewound. The insulin pump will be returned with the battery for analysis. A replacement pump will be sent to the customer.